Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter, and the results of the the device evaluation. Additional information was received from the reporter. The date of event was at the end of (B)(6) 2021. B3: end of (B)(6) 2021. The device was returned to olympus for evaluation and the issue was not confirmed. The only issue found was damage to the top cover and a minor dent on the front panel of the housing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely there was no problem because there were no abnormal parts in the equipment. In addition, this issue did not occur due to product or manufacturing, and that there were no multiple occurrences.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available.

Event description:
It was reported by the customer, the light cord broke off into the light center of the visera elite ii video system center. The issue was found at reprocessing. No patient involvement reported.